Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. A photograph of the fiber fracture was provided by the user. Based on the provided photograph, the complaint description of fractured fiber is confirmed. Although the complaint description is confirmed, a root cause cannot be determined. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use (ic 393) which is supplied to the end user with this catalog number contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters.". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber had a sharp angulation (bent/fractured) the device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.